Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling with recharging and it was taking too long to charge. The consumer reported that they must sit almost 2 hours or more to charge when the battery is already half full. It was reported that the antenna must be held in place and pressure applied with a hard pillow and elastic on pants. It was reported that recharger antenna was damaged and a replacement was requested. The consumer reported that they must move around and apply pressure to get full bars. It was reported that the desktop charger connector pin was broken. No patient complications have been reported because of this event.